Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Multiple arterial air alarms occurred during two separate routine hemodialysis treatments which could not be resolved. Rinseback was not performed due to the amount of time the blood pump was stopped, resulting in an estimated combined blood loss of 362cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss events are attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. Facility staff was aware of the events and attributed the arterial air alarms to issues with the patient's access. Evaluation of the returned cartridge did not identify any problems that would contribute to the arterial air alarms. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional information will be provided.